Event description:
The customer reported that when using the alarm with a test sensor the alarm powers off. The customer reported there was no visible damage to the alarm. The customer is using a new set of batteries. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; when tested three times the alarm did not power off when tested with a test sensor. The alarm has a delay switch which was set on 4 seconds and only works when used with a sensor pad. However, the alarm has bent battery springs inside the battery compartment. The battery door has a crack at the bottom, the liquidable is torn, the delay label is slid down and the delay switch was set on 4 seconds. Note: the posey instructions for use has a warning statement. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. With a time delay set, the alarm will not activate if weight is removed from the sensor pad, chair belt sensor is unfastened, or pir sensor detects activity before the time delay that you set expires. For example, if you set a 4 second time delay, the alarm will not activate until after 4 seconds have expired. (B)(4).